Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse trying to connect arctic sun device to ge monitor to slave out the patient temperature (pt). Ge monitor was not detecting the patient temperature (pt). Checked that temperature cable was plugged into the temperature out port. Had flex cable and try disconnecting and reconnecting but no change. Advised to try swapping out the temperature out cable and if that did not work try contacting biomed for assistance with ge monitor.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Checked that temperature cable was plugged into the temperature out port. Had flex cable and try disconnecting and reconnecting but no change. Advised to try swapping out the temperature out cable and if that did not work try contacting biomed for assistance with ge monitor. A DHR review is not required as the lot number is unknown. The serial number for this investigation is unknown. The instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, g. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse trying to connect arctic sun device to ge monitor to slave out the patient temperature (pt). Ge monitor was not detecting the patient temperature (pt). Checked that temperature cable was plugged into the temperature out port. Had flex cable and try disconnecting and reconnecting but no change. Advised to try swapping out the temperature out cable and if that did not work try contacting biomed for assistance with ge monitor.